Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and error 32100 was confirmed on the in-house system. The usm failed normal mode and triggered error 32100 on the pitch motor module brake. The usm also failed the direction test on the pitch motor module. The pitch motor module was replaced, and errors no longer occurred. The usm did pass the lissajous, cva characterization, sine cycle, friction, carriage friction, brake release, brake hold, advanced brake, carriage strength, and carriage switches tests.

Event description:
It was reported that during a da vinci-assisted component separation tar surgical procedure, an error occurred while redocking the system. The surgeon disabled universal surgical manipulator (usm) 4 and continued the procedure using 3 usms. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the error logs which indicated a current/voltage warning against usm 4. The procedure was completed with no reports of patient injury. Isi followed up with the initial reporter and the following additional information was obtained: system functionality was checked upon power up. The recoverable fault occurred halfway through the case. There was no additional information available.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive field service engineer (fse) went on site and replaced universal surgical manipulator (usm) 4 to resolve the issue. The system passed all tests and was verified as ready for use. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Based on the field evaluation, this reported event was confirmed which indicates that the device may have contributed to the customer reported issue. .